Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy for supraventricular tachycardia (svt). The patient has a long history of slow ventricular tachycardia (vt) and svt. The therapy was inappropriate due to functional undersensing. No programming changes were made. The device will be monitored. There were no adverse health consequences, the patient was stable.